Event description:
It was reported that during device preparation to treat a lesion in the right carotid artery, the xact stent delivery system was removed from the package. It was noted that the xact stent was partially deployed. The device was not used and a second same size xact was then used. There was no patient involvement and no adverse patient effect. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.